Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, when it was first opened, the part where hub and catheter are connected of a cerebase gs 90, 90 cm, straight, distal catheter (gs9090sd, 30856627) was ¿broken¿. The physician used a same-like product, and the procedure was successfully done. There was no patient injury reported. A non-sterile cerebase gs 90, 90 cm, straight, distal catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the shaft of the catheter was noted to be fractured next to the ID band. One (1) bent condition was noted at 28.5 cm from the proximal end of the device. No other damages were observed. Further inspection on the fracture condition under the microscope revealed that the braid mesh was exposed and slightly bent, a kink mark was noted to be present around the circumference of the shaft at the point of fracture. The shaft material presents evidence of stretching rather than a 'clean' fracture. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 30856627 number, and no non-conformances related to the malfunction were identified. The issue regarding the catheter being broken was confirmed based on the appearance of the returned device. The fractured condition observed during the visual inspection is no evidence that the device was poorly secured or overtightened inside the package, however, it suggests that inadequate manipulation may have contributed to the defect encountered. It is possible that excessive force may have inadvertently been applied to the device sometime during the procedure handling. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. A conclusive cause cannot be determined since the device was returned without the original package. The bent condition found on the shaft of the catheter may have appeared during the post-operative handling since this damage was not originally reported in the complaint. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, when it was first opened, the part where hub and catheter are connected of a cerebase gs 90, 90 cm, straight, distal catheter (gs9090sd, 30856627). Was ¿broken¿. The physician used a same-like product, and the procedure was successfully done. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.